Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight was not available for reporting. Date of event: unknown. (B)(4). The subject device was not explanted from the patient but was repositioned during the revision surgery on (B)(6) 2016. Details regarding any cleaning, sterilization or reprocessing of this device were not provided for reporting. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that revision surgery performed on (B)(6) 2016 due to retropulsion of the plivios cages at levels l4/5 into the patient's spinal canal. Upon opening the patient during the revision procedure the surgeon noticed that the l4 competitor&#62688;set screws on either side were loose and appeared to have been not torqued off initially during the primary surgery. The surgeon commented that the loosening of the set screws may have led to the cages retropulsion. The patient was revised with a posterior lumbar fusion. During the revision surgery the surgeon repositioned the interbody cages anteriorly out of the spinal canal, compressed over the l4/5 interbody devices and torqued off the l4 screws. No components were removed during this procedure. The surgery was completed without adverse consequence to the patient. The patient initially underwent the removal of a competitor's hardware which had been in situ for approximately 20 years at levels l5/s1 and underwent a posterior interbody fusion for adjacent segment disease at levels l4/5 on (B)(6) 2016. During this surgery competitor's screws were implanted at levels l4/5/s1 and the plivios cages were implanted at levels l4/5. During a follow-up visit on an unknown date, the surgeon noticed that plivios cages at l4/5 had retropulsed into the spinal canal. This report is 2 of 2 for (B)(4).